Event description:
Customer reported blood glucose results of 495 mg/dl and 160 mg/dl within 10 minutes on the aviva system. Customer stated he had orange juice all over his hand prior to result of 495 mg/dl, washed hands and retested with the result of 160 mg/dl. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.